Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and the log recorded error 32097 coupled with error 1126 pointing downstream from the axes controller arm (aca). The unit was tested on an in-house system in normal mode where it triggered error 1126. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber test. Troubleshooting was performed with a golden clockspring fiber installed to verify failure. No signs of damage were observed during visual inspection. The clockspring was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the system in a faulted state. The error was 32097 on universal surgical manipulator (usm) 2 and replaced the usm2. The system was verified and was ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the universal surgical manipulator (usm) 2 reported recoverable faults. The system logs confirmed repeated faults pointed to the universal surgical manipulator (usm) 2 axes controller, motor (acm). An intuitive surgical, inc. (Isi) field service engineer (fse) would follow up. At this time, it is unknown if the customer continued the procedure in its original configuration. The procedure was delayed for less than 15 minutes and completed as planned. No known impact or patient consequence was reported.